Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the mildly tortuous mid obtuse marginal (om) coronary artery. A 2.75x15mm rx xience prime stent delivery system (sds) was advanced without difficulty to the lesion and the stent was deployed at an unspecified pressure. A dissection was noted at the distal end of the deployed stent. A 2.5x15mm xience pro stent was deployed, successfully resolving the dissection. There were no adverse patient sequelae. A delay was reported, but the delay did not result in any health impact to the patient. No additional information was provided.